Event description:
It was reported that the patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome, as well as a direct correlation to the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was reported that the patient passed away on (B)(6) 2022. Based on the review of the available patient's record and the reported patient outcome, there were no device issues at the time of the outcome. There were no alarms for this event. Additional information revealed that it was reported that an autopsy was not performed, and the pump will not be returned. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm 3 lvas instructions for use (IFU), rev. G is currently available. Section 1 of this IFU lists potential adverse events, including death, that may be associated with the use of the hm3 lvas. No further information was provided. The manufacturer is closing the file on this event.